Event description:
As reported by an affiliate, after delivering the 3.0 x 23mm cypher select + to the target lesion, the physician attempted to implant the stent. The balloon would not inflate to expand the stent due to fluid leaking from a crack in the hub. The physician retrieved the device from the patient and completed the procedure with another device. There was no injury to the patient.

Manufacturer narrative:
Cypher select product (cra/crb) is not distributed in the us; however, it is similar to us distributed cypher product (cxs). Additional information will be submitted within 30 days of receipt.